Event description:
Caller reported an alarm indicating not enough insulin with the tandem mobi. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted to reload the cartridge with assistance from technical support, initially without success, but was eventually able to successfully load a new cartridge and resume insulin therapy, resolving the issue.